Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/31/2017 with the following findings: in the black box, there was evidence of the complaint of ¿short battery life¿, illustrated with a 22 voltage drop leading to ¿cs128¿ alarm on (B)(6) 2017. The battery compartment was cracked at threads on the side and separately below the grip pad. The returned battery cap was undamaged and able to fit securely. ¿ez-prime¿ steps were performed correctly. All current readings are within specifications. Investigators were unable to duplicate the ¿short battery life¿ complaint. The pump¿s cover was removed and no intermittent condition was found to the pcb or to the cgm module.